Manufacturer narrative:
Explanation : there was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment. Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104/dl code 203. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered two treatment defibrillations. The associated ECG strip of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm if the treatments were appropriate or inappropriate, we are reporting the event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of two shocks. It was reported that the patient was in the hospital at the time of the event. Hospital staff was present during the event. Per the patient's nurse, the patient was in af with rapid ventricular response at the time of the treatments. The patient's ECG rhythm at the time of the treatment is unknown. The response buttons were not pressed during the event. The patient remains in the hospital and continued wearing the lifevest.